Event description:
It was reported the patient¿s ¿leads moved¿ following a fall. It was noted that ¿one lead moved a contact down and one lead a contact up.¿ it was stated the patient experienced ¿extreme pain¿ in ¿the rib area¿ when the stimulator was turned on. It was noted the pain ¿at first would only be associated with after a few hours of stimulation.¿ reprogramming was attempted and it was reported the patient ¿still¿ experienced pain ¿no matter where he was programmed to.¿ the manufacturer representative speculated that he ¿thought potentially nerves were irritated.¿ it was stated it was ¿unknown¿ whether the patient¿s pain started after the patient¿s fall. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6) product type lead. (B)(4).